Manufacturer narrative:
(B)(4). Date sent: 10/27/2021. D4: batch # u5f972. H6: component code =g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the closing trigger and anvil in closed position, the anvil bent upwards and the anvil knife slot was noted to be damaged. In addition, a gst60w reload loaded on the device. The reload was received fully fired and with damage on reload deck. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. The damage to the device and the reload is consistent with the device being clamped over a hard object. It also is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what amount of blood loss (mls) occurred? Unknown but minimal how was the bleeding controlled? Used another stapler. Was a transfusion required? No. Date of event? (B)(6) 2021. Did the patient experience any adverse consequences due to this issue? No. What action taken to complete the procedure? Used different company stapler were the staples deployed into the tissue? Partially if yes, was there any blood loss? Yes. Any changes to patient post-op management? No. Patient current condition if known? Unknown. In addition, can you please confirm whether the surgeon has provided with the updated odp? No as yet.

Event description:
It was reported that the gun fired using a gst60w on vessel and liver parenchyma, gun slowed down and sounded abnormal, staples did deploy as I saw the blue pockets. Gun then locked, lucky enough jaw was a little bit open so could be removed from tissue but would not open any further, tried the reverse button but it did not work, as jaws would not open the anvil would not de-articulate so surgeon couldn¿t remove it without removing port also still attached on the shaft. I inspected it after and tried to remove battery which I couldn¿t it was stuck, I also tried manual override it didn¿t work. It was reported that the product was suspected counterfeit. Further investigation will be initiated.